Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had lines all through it and it display was unreadable. The customer reported that insulin pump had partial display. The blood glucose level was 224 mg/dl. The customer advised to discontinue use of the insulin pump. The device will be returned for the analysis.

Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass.